Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report a chordal tear during xt mitraclip use. It was reported that on (B)(6) 2022, the patient presented with functional mitral regurgitation (mr) grade 4 with a restricted posterior leaflet. Reportedly, imaging was challenging. The first mitraclip was successfully implanted, reducing the mr. Following, an xt mitraclip was able to grasp the leaflets without difficulty, however the clip was unable to maintain leaflet capture (after grippers were lowered). The xt mitraclip had then caught the chordae, and a chordal tear occurred, and the mr increased back to grade 4. It was decided to not implant the xt mitraclip. The device was removed without further issues. An ntw mitraclip was used in replacement to treat the chordal rupture. Again, the ntw grasped the leaflets without issues, however, the device was unable to maintain leaflet capture (after the grippers were lowered). It was decided to not implant the ntw mitraclip. The ntw device was successfully removed without any patient injury and without issue. No treatment was provided for the tissue injury associated with the xt mitraclip. No other mitraclip was attempted. The mr remained unchanged at grade 4. No additional information was provided regarding this issue.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The reported patient effects of tissue injury and mitral regurgitation (mr) are listed in the instructions for use (IFU) as known possible complications associated with mitraclip procedures. Based on available information, causes for the reported failure to capture leaflets and poor imaging could not be determined. The reported chordal tear appears to be a cascading event of the failure to capture leaflets. The reported mr appears to be a cascading event of the chordal tear. The reported unexpected medical intervention (additional mitraclip, same procedure) was the result of case-specific circumstances. There is no indication of product issue with respect to manufacture, design or labeling.